Event description:
A health care provider reported via manufacturer representative that during intubation the cuff was inflated. After the regular air injection into the inflation balloon, the external small cuff [inflation balloon] showed no inflation, and the refilling of air still showed that the small cuff was not inflated; no other methods were used to ensure adequate inflation. During the surgery, the surgeon found that the part of the trachea located at the balloon cuff was excessively protruding. Fibrobronchoscope was used to examine the corresponding tracheal membrane; severe congestion was found. Since the surgery was not over and the nerve monitoring was not over, the tracheal tube cuff was decompressed by letting air out of the cuff under the direct vision of the surgeon. Following the procedure the fibrobronchoscope was used to confirm that there was no active bleeding in the membrane, and then the tube was safely extubated. The pressure between the small airbag and the large airbag at the inflator port of the intubation tube is inconsistent, resulting in over-inflation of the airbag; no other methods were used to ensure adequate inflation. When the issue was discovered, some air was let out of the cuff. The patient experienced mild edema and membrane congestion, both of which resolved on their own, no treatment necessary. The patient had hyperemia. The patient has been discharged.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.